Event description:
1. What is the affected side involved in this event? Left side. 2. Please confirm if there were any depuy product involved in the previous revision due to dislocation? If yes, please provide product and lot details. Or if this was previously reported, please provide the complaint number? Not known. 3. Did the surgeon identify the reason for the repeated dislocation? (E.g. Patient factors, progression of disease, etc.) Not known. 4. Please provide lot code for : 121717064 pinn dp revsn w/gription 64mm - not known. 121730500 pinn can bone screw 6.5mmx30mmf. - not known. 5. Please provide product details of head and liner. Monoblock stem, not ours. 1. Why was the cup revised? Was there any allegation of product deficiency with the cup? As per the event description, the surgeon revised the cup as the patient was dislocating posteriorly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a acetabular cup. Liner and screws . Patient original primary surgery was many years ago using another companies products. Patient had a revision of acetabular cup on the (B)(6) 2021 by dr. (B)(6) unfortunately since that revision. The patient is dislocating posterior and dr. L decided to revise the cup again to a cup and liner option to help reduce the change of dislocation. Doi: unknown, 1st revision: (B)(6) 2021, 2nd revision (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.